Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Subsequently, it was reported that the insulin gauge was inaccurate. It was also reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Lastly, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose level was in 400 mg/dl range.